Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a surgery at c5-6 to implant an artificial disc. During the procedure, the disc trial was inserted too far posteriorly. Reportedly, the patient had significant weakness post op. The patient was treated with steroids and has improved.